Event description:
It was reported that "upon using the radius persuader in a scoli case, the persuader jammed with the capspin in and turned down. We couldn't get them to release - until malleted. After surgery, it took a while to disengage the two. They now stick."

Manufacturer narrative:
The device failure, persuader t-bar sticking is a known trend. CAPA (B)(4) was opened on the issue and a design change has been implemented to address the problem.